Manufacturer narrative:
No product or photographic evidence was provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history review (DHR) was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.

Event description:
It was reported that there was no disposable clamp tubing. Reservoir volume 97.7, rate 2.5 and given 20.35. Air in line, green flow stop. Patient not affected. It was reported that pump is alarming despite showing run on display. The pump then alarms no disposable clamp tubing. The alarm silenced and settings reviewed. Pump powered off and back on but alarm returns. Pump turned off, tubing clamped and cassette removed. Air noted in line. Tubing massaged while green tab depressed and cassette tapped on hard surface. Cassette reattached, pump turned on but alarm returns. Repeated above troubleshooting steps once more but alarm persists. Pump turned off and tubing remains clamped near port site. There was no report of patient injury.